Event description:
Nellcor puritan bennett received a call on 07/08/1998. Called to report the following problem: all led's on, no volume delievered, constant single tone alarm. Not on pt at time of failure.